Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with an unknown cause. The customer treated the elevated bg with a correction bolus via the pump. System check with tandem technical support determined that the pump and related supplies were functioning as intended. Recommendation was made by tandem technical support to consult with healthcare provider about bg level.